Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue was reported by the user to the local authority. The root cause of the ventilator to alarm with "low oxygen" was a depleted o2 sensor (o2 cell) due to neglected maintenance. Within this investigation it has been confirmed that the device meet its specifications at the time of the event while it was used for treatment or diagnosis. The yearly preventive maintenance is intended to prevent such cases. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As this complaint was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag complaint number: cer 101375 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
During ventilation, the o2 concentration is about 8 to 10% off on the low side from what the o2 setting is the ventilator. It starts to drift more and more above 60% o2. When you look in service mode, system test, o2 mixer, the o2 concentration goes up normally to 90%, even when measured with a flow analyser. In ventilation mode, the o2 is off in monitoring on the c1 and on the flow analyser. The o2 cell has been replaced before.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue was reported by the user to the local authority. The root cause of the ventilator to alarm with "low oxygen" was a depleted o2 sensor (o2 cell) due to neglected maintenance. Within this investigation it has been confirmed that the device meet its specifications at the time of the event while it was used for treatment or diagnosis. The yearly preventive maintenance is intended to prevent such cases. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As this complaint was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
During ventilation, the o2 concentration is about 8 to 10% off on the low side from what the o2 setting is the ventilator. It starts to drift more and more above 60% o2. When you look in service mode, system test, o2 mixer, the o2 concentration goes up normally to 90%, even when measured with a flow analyser. In ventilation mode, the o2 is off in monitoring on the c1 and on the flow analyser. The o2 cell has been replaced before.